Event description:
It was reported that the pump failed the downstream occlusion calibration. Patient involvement is unknown.

Manufacturer narrative:
B3: day of event is unknown. Device evaluation: one device was received. A visual inspection found damage to the lcd screen, the battery compartment and dso sensor. During the functional testing, the device failed the dso calibration. The cause of the device issue was found to be liquid contamination of the dso seal. The dso sensor was replaced to correct the problem. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.